Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the user had rebooted the station during updates, which had corrupted the application. A field service engineer (fse) reimaged the station and tested it within the application, confirming successful synchronization and proper system functionality. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es would not boot up. The customer reported that the station was located in the critical care area and was offline in remote smart service (rss). However, there were no delays, adverse events or injuries reported based on this event.